Event description:
User from the facility reported the unit was overfilling final containers on station 3. This was determined by comparing programmed volume and volume delivered display. The user stated the unit has been overfilling by .8 ml or greater and the bags were discarded, so there was no patient involvement. The user stated the situation had been occurring for approximately 2 weeks and that there were no alarms when the overfills occurred. The user was advised not to use the unit which will be returned for evaluation.